Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and then hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 304 mg/dl and other blood glucose value was 500 mg/dl. The customer experienced symptoms such as nausea and tired. The customer was treated with saline. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active at time of high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.